Event description:
A medwatch report was received. A healthcare professional reported that an intraocular lens (iol) was explanted due to disphotopsia. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested on 02/06/2009 and 02/24/2009 by phone, but f/u contact info has not been received.